Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose. Customer's blood glucose level was 54 mg/dl. Customer has been using insulin pump system within 48 hours of reported low blood glucose. Customer does not allege pump was over delivering. Customer was treated with the food. The insulin pump will not be returned for analysis.